Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is unknown if hearing performance with the device is affected. Patient currently has an unspecified middle ear condition.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It is unknown if hearing performance with the device is affected. Patient currently has an unspecified middle ear condition. The patient was re-implanted on (B)(4) 2018. Per device explantation report, patient has small anatomy. An excessive amount of the electrode lead had to be coiled outside of the cochlea due to having a small mastoid. No implant bed was drilled and the electrode lead was found on the skull. The array was found completely inserted. It was also stated that the active electrode lead was severed during removal surgery. Patient has pressure equalization tubes due to chronic fluid.